Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted, the balloon was disengaged from the cannula. The obturator was not received. The valve seal and doors appeared intact. The insufflation bulb was not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. Replication of the disengaged balloon from the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic totally extraperitoneal inguinal hernia repair (tep), the kidney balloon was inserted and inflated to create a working space in the inguinal region. The device was deflated by the surgeon. The cannula was removed from the patient and it was literally the cannula only. The balloon had detached and missing from the cannula. The surgeon removed the kidney balloon with a laparoscopic grasper. Telescope reinserted and plastic sleeve was noticed within the space. This was then also removed with laparoscopic graspers. There was no patient injury.